Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the suction cylinder control body deformed, the root brace rubber cut, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. Customer didn't notice based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.